Event description:
It was reported to philips that the device was unable to produce x-rays. The device was not in clinical use at the time of the event. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the device was unable to start up. Review of the system log files shows that there is no communication with the flat detector controller. Upon functional analysis fse found the exact problem was that the voltages (12v and 24v) were still present even though the system was turned off. Fse replaced 24v1 power supply in the cabinet, flat detector controller (fdc) and configured, touch screen module (tsm), the complete front panel and pd scomp usd in m cabinet. Later, the philips engineer reprogrammed micro-sd card, checked front panel and rear panel connections, following factory return, changed the file setup on the gpdu's sd board. After all the repair action, system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.